Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to try various troubleshooting steps, including pressing a button, plugging into a power source, and waiting for bootup, but none were successful. As the issue persisted, technical support resolved to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.